Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
The customer stated, she was hospitalized for low blood glucose and the reading was 7 mg/dl. The customer stated she suffers from gastroparesis and is a very brittle diabetic. The customer stated she was in the middle of delivering a bolus when she experienced the low blood glucose episode. Troubleshooting was performed and the insulin pump passed the displacement test.